Event description:
It was reported during the implant procedure that there was a 'setscrew problem'. The screw (helix) would not extend and retract properly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed helix/lobe distorted/bent which inhibits proper extension of the helix.